Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump prior to calling for support, and the malfunction code did not recur after the reset. Technical support provided pump reset information and instructed the customer to call back if the issue recurs. The customer acknowledged and understood these instructions, continuing to use the pump as normal.